Event description:
It was reported that a skin reaction (puncture site infection) occurred. The biosensor was inserted in the back of the upper arm on (B)(6) 20205. The site was cleansed with alcohol prior to insertion. The next day the customer began to experience issues at the site. On (B)(6) 2025, the biosensor started giving the alert ¿blood sugar was below 70 mg/dl.¿ the customer¿s arm felt very sore. They ate food with sugar and there was no change in the reading. A bg check with a glucometer showed 92 mg/dl, and although the biosensor value was not specified, the consumer indicated the biosensor was not working properly and was removed the evening of (B)(6) 2025. Symptoms included redness, swelling, extreme pain, a low grade fever, and she did not feel well. Subsequent treatment included different antibiotics over several days. On (B)(6) 2025, the consumer went to urgent care where a healthcare provider (hcp) prescribed oral keflex. The symptoms worsened, and the customer returned to urgent care on (B)(6) 2025 and the hcp prescribed oral clindamycin. The symptoms worsened and the customer went back to urgent care on (B)(6) 2025 and was referred to emergency room due to spread of the infection down the arm (cellulitis). At the ER on the evening of (B)(6) 2025 the customer was treated with IV vancomycin and returned home late the same evening (midnight (B)(6) 2025) with prescriptions for two oral antibiotics (amoxicillin and bactrim) and an unspecified topical cream. On (B)(6) 2025, the customer was still recovering, the arm was swollen and they still had pain. No product was provided for investigation. Data was returned but will not confirm the issue or determine a probable cause. The allegation and a probable cause could not be determined. No additional customer or event details were provided.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).